Event description:
Pt dialyzed using recalled blood tubing, MFR contacted unit prior to dialysis and gave instruction on its use until corrected tubing could be sent. Labs for hemolysis were drawn 1 hr into run and were negative. Lab drawn for routine blood was 2.5 hrs into run showed possible hemolysis, treatment was terminated. Physician & MFR contacts were made. Pt was transfused with one unit x packed red blood cells and admitted for observation. Pt also showed increased respiratory effort and complained of shortness of breath before dialysis run.